Manufacturer narrative:
Device evaluated by manufacturer: the maverick 2 balloon catheter was received with a blood-like substance visible in the inflation lumen, proximal to the balloon. There was a 1mm longitudinal tear in the wall of the balloon, beginning 9 mm from the proximal markerband and extending distally. There was solidified contrast in the balloon near the tear. Microscopic examination of the balloon material presented no evidence of any material or manufacturing deficiencies contributing to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture and a vessel dissection occurred. The pci was treating a previously placed stent in the proximal left anterior descending (lad) artery. The physician advanced the 2.75x20mm maverick balloon to the target lesion and the balloon ruptured at 8 atm's on the first inflation. A retrograde dissection approaching the left main artery occurred. A bail out stent was placed to seal the dissection. The patient had no further complications. The procedure was successfully completed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture and a vessel dissection occurred. The pci was treating a previously placed stent in the proximal left anterior descending (lad) artery. The physician advanced the 2.75x20mm maverick balloon to the target lesion and the balloon ruptured at 8 atm's on the first inflation. A retrograde dissection approaching the left main artery occurred. A bail out stent was placed to seal the dissection. The patient had no further complications. The procedure was successfully completed.